Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials not available. A medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the site experienced multiple inaccurate trajectories during the surgery. The site was deviated by 3.5-10 mm. The suspected cause of the deviation was skiving at one of the levels and the residents still learning the proper technique. The site elaborated that the inaccuracy was felt when they switched sides. There was no patient harm reported and the procedure was delayed longer than an hour.